Event description:
It was reported that during the implant procedure, the catheter was used but the coronary sinus cannulation was unsuccessful and a left ventricular lead was not implanted. The next day, perforation was suspected. No additional treatment was considered necessary. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.